Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping, the communicator monitor had lights with a red "call doctor" icon on the monitor. Boston scientific technical services (ts) confirmed via latitude code 1003 and instructed patient to call doctor. Data analysis indicates device is malfunctioning and should be replaced. From the daily battery voltage measurement data the daily device power fluctuations appear random, intermittent. This behavior is unpredictable. At this point, the battery has a limited reserve capacity. Therapy delivery capability may already be or become compromised in a very short amount of time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping, the communicator monitor had lights with a red "call doctor" icon on the monitor. Boston scientific technical services (ts) confirmed via latitude code 1003 and instructed patient to call doctor. Data analysis indicates device is malfunctioning and should be replaced. From the daily battery voltage measurement data the daily device power fluctuations appear random, intermittent. This behavior is unpredictable. The patient underwent surgical intervention to remove the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant date unknown. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.